Event description:
It was reported that the vertical lift function would intermittently fail. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and replaced a faulty ps3 vertical lift power supply. System operates as intended.